Event description:
It was reported that the patient underwent two unspecified surgeries where rhbmp-2/acs was used on (B)(6) 2010 <(>&<)> (B)(6) 2011. It was reported that the patient sustained unspecified injuries following implantation of rhbmp-2/acs. No further information was provided.

Manufacturer narrative:
(B)(4).